Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via official documentation that the customer's insulin pump was damaged. The device had cracks on the screen and the light button did not work three-fourths of the time. The battery had to changed every week or two as well. The device would also make loud noises during the rewind process; the rewind process was slow as well. Troubleshooting did not occur, and no products were returned or replaced. The customer could not be contacted for further details.